Event description:
It was reported that the patient received a cervical fusion device in the c5/c6 segments. The patient experienced some pain in the neck and shoulder region approximately one year post surgery. The original surgery implanted the cervical fusion device with no supplemental fixation. The implant was replaced with a larger device along with supplemental fixation.

Manufacturer narrative:
Investigation in process.